Event description:
It was reported that, ¿dr. (B)(6) was removing a screw when the tip of the device broke off into the screwhead. This also happened with another removal driver in the same case. Both of the screws and broken tips were recovered.¿

Manufacturer narrative:
Add¿l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.